Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'pressure transducer difference >5 cmh2o'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the device failed internal leakage test with message: "pressure transducer difference higher than 5 cmh2o" during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. Based on technician statement, the control printed circuit board was checked and was replaced. The issue has been resolved and the device was delivered to the user in working condition. The faulty control printed circuit board may lead to stop of ventilation. The root cause to the reported issue has not been determined.